Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device finds nothing outward to suggest product error. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. A complaint database search finds no other reported incidents against the provided product/lot combination since release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address malpositioning of the cup. Poly wear was also reported.

Manufacturer narrative:
Corrections were made to (B)(4), but were not noted. Depuy still considers this investigation to be closed.